Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use injector did not work, during a procedure last week. It was not possible, to insert the agent. It was tested with different agents, including water, but it was not possible to get anything out of the needle. It was also, tested with high-pressure syringes and outside the scope. The issue occurred, during an esophageal stricture procedure. There was no delay. And the procedure was completed without the injection. The product was inspected before the procedure and there was no abnormality. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: compressive buckling on the needle tube when the needle was extended due to friction between the outer tube and the needle. It was likely that the friction between the outer tube and the needle increased by the following factors: the needle extended/retracted while the tube was coiled in inspection of operation. The slider was abruptly pushed. Angle of the distal end of the endoscope. However, definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.